Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During procedure, the atrial lead was not sensing. When the device was pulled out, the physician observed that the sutures had cut through the suture sleeve and damaged the lead. The lead was removed and another lead was used instead. Patient was stable post procedure.